Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not locking properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4). Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the device passed calibration testing. Per the repair technician, the locking assembly was malfunctioning and not locking properly. It was also noted that the comb was deformed. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb,and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product repair the technician stated that the locking assembly was malfunctioning and not locking properly. The root cause of the device not locking properly could not be specifically determined with the provided information since it is unknown how the locking mechanism became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device left tool was not entering, it was checked the main body of the lock part and was able to confirm the other skingraft comb deformation was able to confirm the parts replacement.